Event description:
The user facility reported that the device tip broke during a total hip hemiarthroplasty. The device was used to extract the femoral head at which point the tip broke, and the broken pieces from the device fell into the bone that was discarded from the procedure. There was no patient injury reported. This incident is linked to medwatch no. 2430952-2007-00042.